Event description:
Our rep is reporting to us that during an arthroscopic meniscal repair, the silicone retention tube and the 2nd fastener of an omnispan meniscal fasteners fell off of the fastener into the pt's joint space. The surgeon had just deployed the 1 fastener and was pulling the inserter needle back, at this point; the sleeve came off of the inserter needle bringing the 2nd fastener with it. Both the tubing and the fastener were retrieved from the body; however, the surgeon did not want to cause any damage to the meniscus and completed the procedure with the 1 fastener successfully without further issue or harm to the pt. The complaint device was discarded at the user facility.

Manufacturer narrative:
Mitek is, at this point in time, in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.